Event description:
A malfunction, identified by code "malf 9," was reported by the customer, and it did not adversely impact the customer¿s blood glucose level. Technical support provided assistance by guiding the customer on how to reset the pump, a task the customer had not previously attempted. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump. They were instructed to reach out again if the issue returned, and the customer understood this guidance.